Event description:
It was reported the pt is not receiving pain relief on the left side. Reprogramming was able to restore stimulation to the left side; however, the pt reported it is not enough to effectively manage pain. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.